Event description:
The patient presented to the clinic for increased lead impedance and capture thresholds. Lead impedance values were still in normal range. The patient will be monitored every (B)(6). The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces. An internal insulation abrasion was found at 7.7cm to 8.8cm from the helix tip. The etfe coating was intact at this location.